Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ear, nose and throat operation, on tissue suture, while performing an intermittent suture, on the first stitch, it was opened and found that the line was white or very pale purple. The thread was broken, the needle fell into the deep part of the patient, and the needle was found. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.